Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor during pump use. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, was guided through complete pump reset, confirmed error did not reappear after reset, and successfully started new sensor session, with no device return planned and no further actions documented.